Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed bent pin on one of the two power connectors. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications. The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. Heartware has opened an internal investigation to evaluate this type of issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. "Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click." The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. Devices remain implanted.

Event description:
Information was received from the ventricular assist device (vad) coordinator that the patient underwent a controller exchange on (B)(6) 2015 due to a bent pin on the controller; specific pin/connection is not known by site. The patient tolerated the controller exchange well. No further issues were reported. The controller was taken out of service.